Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room with palpitations and unspecified device reset. The patient had no pacing support during reset mode. A device download was performed and successfully restored. The patient will continue to be followed normally.